Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further investigation (fi) results: the review of the documentation associated to the manufacturing process indicates that all devices with work order # (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory the device was reviewed and it was found a vulcanization mark (vm) side out of specification per qa199.04, assessed as a workmanship, which is not related to the reported complaint. According to the current risk documents the event of vulcanization mark is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with vulcanization mark will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: visual analysis of the returned device identified one curved opening, dark ring and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening crease sharp, stress marks and wear abrasion. In addition also observed a vulcanization mark (vm) out of specification the qa199.04, rev.08 specification (no ring mark or partial ring mark, indicating absence of material on inner surface of shel1). Based on the device analysis the final assessment is: -one opening crease sharp in the side posterior assessed as fold flaw opening. -observed a vulcanization mark out of specification.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.